Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. During troubleshooting with tandem technical support, the customer was instructed to perform a pump reset to resolve the issue, however, the customer declined. Additionally, the customer reported experiencing elevated blood glucose levels, however, the customer did not provide a specific value and declined troubleshooting.